Event description:
Pain in left leg/ right leg also became sore [pain in extremity]. Could only walk using a cane [gait disturbance]. Mild swelling of the knees [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a female pt, initials (B)(6). The pt had a history of osteoarthritis in the knee and received a series of three synvisc shots in the right knee years ago on unspecified dates. The pt experienced pain in the left leg, a sore right leg, could only walk using a cane and had mild swelling of the knees after receiving synvisc-one. On (B)(6) 2010, the pt received on synvisc-one injection into both knees. The pt reported that the morning after the synvisc-one injections, she developed pain in her left leg. The leg got progressively worse and, on (B)(6) 2010, the right leg became sore. The pt reported that she could only walk using a cane and that she only had mild swelling of the knees. The pt saw her physician who gave her unk pain medication, prednisone, and a cortisone shot in each knee, which did help with the pain. At the time of this report, the outcome of the pt was unk. MFR's comment: the risk-benefit relationship of the product is not affected by this report.